Event description:
The customer reported that the insulin pump alarmed motor error during basal. Troubleshooting was done. Customer's blood glucose was 63 mg/dl. Customer took orange juice. Customer declined to troubleshoot for low blood glucose. Customer is in the hospital. Customer stated that he had magnetic resonance imaging in last 24 hours without the insulin pump on. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or test the operating currents and off no power alarm due to constant motor error alarm. Insulin pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.